Event description:
(B)(4). Ufr forwarded by user with product and FDA by mail. Additionally, a letter of inquiry for additional materials has been received from FDA dated 28 may 09. Event: the pt was scheduled for a reverse total shoulder procedure. Upon the clinical determination that insufficient glenoid surface was present to proceed with this approach, the surgeon intended to modify the approach to that of a hemi shoulder. It was found during pre-implant assembly on the surgical bench, that the provided hemi prosthesis adaptor component could not be mated with the humeral head component and cemented stem component to accommodate this change in surgical intent. This is the nature of the malfunction reported. The surgery was completed successfully with a competitor product, bran identify uncertain. No tornier device was implanted in this procedure. No pt injury occurred. No delay of surgery occurred. The failed units have been returned for engineering review. (B)(4).

Manufacturer narrative:
Components involved: dwb945 cemented stem dia 9mm lg 100mm (B)(4) - manufactured january 2009: k030941. Dwb991 hemi-prosthesis adaptator dia 36mm (B)(4) - manufacture august 2007: k041873. Dwb248 humeral head (B)(4) - manufactured april 2007 : k994392. Devices have been returned and results of engineering analysis is pending. Additional components in use with this pt event; dwb960 cemented metaphysis dia 36mm (B)(4) - manufactured february 2009: k030941. Dwb990 adaptator/metaphysis union screw (B)(4) - manufactured february 2007: k041873.